Manufacturer narrative:
(B)(4). The pituitary was returned for evaluation. The bottom arm of the pituitary is cracked on the left side at the pivot point between the arm and jaw, the pin is missing. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the patient underwent a spinal procedure and the instrument broke into two pieces. No patient complications were reported.